Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via email that three ar-2924phs peek, mini hip pushlock anchor broke and pulled out. The surgeon drilled the bone socket with a 2.2 mm drill bit. When implanting the first anchor, it could be seen that the anchor bubbled at the top because it was being compressed against the cortical bone. The anchor was pulled out and it was broken. The surgeon used a 2.4 mm drill bit instead, and the second and third anchors pulled out. The case was completed using a 2.9mm mini hip push lock anchor to complete the case. This was discovered during a hip procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. He failed device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device's damage. Directions for use (dfu) dfu-0087-eor3_fmt_en. Corkscrew®, pushlock®, and swivelock® suture anchors g. Precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. 7. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. The complaint alleged that three devices failed; however, the attached picture shows only one device. The complaint was not confirmed.